Event description:
Information received indicates the left caregiver controls are not working due to fluid leaking onto the caregiver circuit board. Wrench light is on.

Manufacturer narrative:
The technician replaced the caregiver circuit board to repair the bed.